Event description:
The telemetry head of the 8840 physician programmer was moved during a pump update. The 8840 slipped and the healthcare provider (hcp) had to reposition it. The programmer then displayed the broken programmer icon. Another programmer was obtained. When the pump was interrogated with the second programmer, the pump displayed a stopped pump mode. The reservoir volume had updated. The pump was programmed from stopped pump mode to a simple continuous mode. The pump contained lioresal. Additional information was requested regarding patient symptoms and patient outcome.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).